Event description:
It has been reported to philips that the monitoring control and surveillance (mcs) live and reference monitor would lose signal intermittently. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no display on the monitor. The fse found that there was no signal in the mcs (monitor ceiling support) live and reference and the nvidia card had no signal output. The fse disassembled the housing and replaced the ippc (image processing pc). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.